Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported pump module failure calibration test was not replicated during investigation. The suspect device was fully evaluated, and no issues or malfunctions were observed during the investigation. The right iui connector was observed to have a missing pin. Multiple damages were noted on the rear case of the suspect device. No other issues or anomalies were observed. All observed parts were manufactured by bd. Rate accuracy and rate calibration testing from asm were performed in order to replicate the issue of the complaint, and no issues or malfunctions were found during the testing. Preventive maintenance test was performed in order to verify the functionality of the device, and no issues or malfunctions were found during the testing. The event date provided by the customer was 3 october 2025; time was not provided. The error log of the suspect pump module shows no issues or malfunctions recorded. The event log does not contain sufficient information to verify the issue reported in the complaint. The log review of the date (B)(6) 2025, provided by the customer shows no infusion or relevant activity performed. On (B)(6) 2025, between 2:40:25 pm and 3:14:54 pm, pump module 8100 (s/n: (B)(6)) was attached three (3) times to pcu (s/n: (B)(6)), assigned to channel b, and subsequently detached. The bd alaris system user manual (v12.1) states the following recommendations in troubleshooting and maintenance: - troubleshooting and maintenance should be performed only by qualified personnel, using the applicable technical service manual and system maintenance software. - the service manuals and system maintenance are available from carefusion. The service manuals include routine service schedules, interconnect diagrams, component parts lists and descriptions, test procedures, and other technical information to assist qualified service personnel in repair and maintenance of the instrument¿s repairable components. System maintenance is used to perform a new instrument check-in, preventive maintenance tests, calibration checks, calibration, and other maintenance functions. There was no patient involvement. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had not allow for rate calibration. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had not allow for rate calibration. There was no patient involvement.